Event description:
The filter did not deploy fully. A catheter was inserted to spread the filter legs apart. Once the legs were separated the filter was in the correct position. No patient injury occurred.